Manufacturer narrative:
We received one 123f6 catheter with attached limited volume monoject syringe for examination pre-decontamination the catheter was examined and found to have a ruptured balloon. The rupture extends around the catheter tip between the balloon bonds. There does not appear to be any missing latex. The inflation lumen was found to be occluded with what appears to be dried blood. The occlusion could not be cleared. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
It was reported that a balloon ruptured in a pediatric patient. The balloon was tested prior to use without problems; however, it burst when inflating inside the patient. Some pieces from the balloon were detached from the catheter and it remained inside the patient. There was no allegation of patient injury.